Event description:
It was reported that some parts were missing in the package. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual examination of the packages revealed missing the filter-pro, and missing the syringe and filter-pro, and one was missing the syringe, thus confirming the complaint. No empty packages were observed. Since the packages were sealed, the problem source for missing components is associated with the manufacturing process and machine operation. The complaint history review since october 2019 found no trends relevant to this product or category. A quality alert was issued to the production floor to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. Manufacturing site address is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.